Event description:
Tip of arthrocare wand came off the device during surgery and embedded into cartridge of pt. On (B)(6) 2015, pt had arthroscopy of the right knee with acl reconstruction surgery. During the surgery, while utilizing a single pt use arthrocare wand, the tip of the wand came off of the device. The surgeon recognized this and attempted to retrieve the piece from the device without success. The fragment moved to a location from which it could not be retrieved easily. The surgeon determined that it was better to leave the fragment behind rather than performing add'l search and risk damage to other structures. The device is sequestered. Post-op x-ray indicated a small metallic foreign body was present in the pt's posterior aspect of the knee. The surgeon was notified of the results and he confirmed that he would notify the pt. Further eval and care plan to be developed by surgeon on an outpatient basis. At this time it is not known if pt will undergo another procedure to remove foreign body.